Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported an 82-year-old male post cardiotomy cardiogenic shock / low cardiac output syndrome was to be implanted with an impella 5.5 for mechanical circulatory support. The delivery was not possible due to the native anatomy. Despite all the pump attempts and wire exchanges, the 5.5 failed and so the team instead placed a cp. No harm or injury.

Manufacturer narrative:
The investigation into the reported delivery issue -anatomy has been completed since the original report was filed. The cause of the delivery issue was patient condition related due to disease or geometry issues of the proximal innominate artery.